Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote fc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 1.2cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 1.2mmx15mmx141cm fg coyote fc otw (emerge) balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 3 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no complications nor injuries reported and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 1.2mmx15mmx141cm fg coyote fc otw (emerge) balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 3 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no complications nor injuries reported and the patient was in good condition.

Manufacturer narrative:
(B)(6).